Event description:
Patient turned during bed linen change - patient rolled on the floor. Rail did not lock. Patient landed on knees - no patient harm. Hillrom evaluated bed. Hillrom rep. Looked at the bed (the bed the patient fell out of) and he states there is no manufacturer problem/issue with the bed. He believes the issue with the side rails not completely locking is due to the draw sheets that we use to pull up the patients, being partially in the side rail lock/latch area. If a small piece of the draw sheet is in the latch part of the rail it will lock, but with enough force or weight on the rail when some of the sheet in the lock/latch part will cause the rail to give out.